Manufacturer narrative:
The device has not been returned for investigation. Root cause is unknown at this time.

Event description:
Information was received that during implantation of the nail, the nail was inserted and taken out when marking the corticotomy location. During reinsertion of the nail it was noticed the nail had disassociated. The nail was able to be retrieved. No patient injury was reported.

Manufacturer narrative:
The nail was received for visual and functional testing. Visual inspection revealed that the nail was disassociated from the housing tube. Based on visual inspection the reported failure mode was confirmed. Due to the condition of the nail, x-rays and functional testing were unable to be performed. A device history review (DHR) was performed on lot number 0031928aaa and there were no deviations in the manufacturing process and the finished product met all acceptance criteria prior to shipment.

Event description:
N/a.